Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer reported that he had been sick all day and when he woke up, he noticed his insulin pump was off. The customer reported the blood glucose of 23.6 mmol/l at the time of incident. The customer reported that he had inserted a new battery thirty minutes prior to call but nothing had happened. The customer had inserted another battery , the insulin pump had come on. The customer did not treat the high blood glucose reading due to feeling sick.